Event description:
It was reported that the filter begins to fill with air after a relatively short time. No patient injury was reported.

Manufacturer narrative:
A photo was returned for review. Per pictures the reported failure mode could not be observed. It is not possible to confirm the source of the air without performing a functional test to the physical sample. The root cause cannot be established. No actions were taken. No problems or issues were identified during this DHR review.